Event description:
The pt's mom claimed that the pump reportedly is intermittently responding to the ok button. She also claimed that when the cartridge was being changed, the ok button got stuck on the priming step and insulin shot out; however, the pt was disconnected at the time. The pump reportedly has not been exposed to moisture and there are no signs of physical damage to the keypad. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the contrast button was sensitive to button presses, the ok button was sticking and the pump was intermittently responding to the ok button, and there was evidence of adhesive/contamination under the button contacts.